Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device having an issue with the air-in-line sensor sensitivity was not identified during the customer call. The tech support recommended that performing the dataset setting needs to be optimized. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was having issues with the air-in-line sensor sensitivity. There was no patient involvement. Technical troubleshooting was provided to adjust the air in line sensor sensitivity settings.